Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure in which a 5f exoseal vascular closure device (vcd) was used, the plug was pulled out, resulting in failure to achieve hemostasis. There were no reported injuries to the patient. The physician was in training with the exoseal vcd. Additional information was requested but was not provided. The device will be returned for evaluation.